Manufacturer narrative:
The investigation determined that higher than expected vitros amon quality control results were obtained on a vitros 250 chemistry system. Results of precision testing demonstrated that the vitros 250 chemistry system was not operating as expected at the time of the event. The customer cleaned the microslide incubator and the incubator evaporation caps, replaced the reflectometer lamp, and calibrated the same vitros amon reagent lot. Following completion of these actions, acceptable vitros amon performance was observed. Per the vitros 250/350 chemistry system maintenance and diagnostics guide (13 june 2012 revision), cleaning/replacing the microslide incubator evaporation caps is considered an ¿as-required¿ maintenance activity. The root cause of this event is most likely instrument related. There was no evidence to suggest a malfunction of the vitros amon reagent.

Event description:
The customer obtained higher than expected vitros amon quality control results on a vitros 250 chemistry system. A vitros amon result of 243.0 micromol/l was obtained from the vitros liquid performance verifier ii control fluid versus the expected value of 200.0 micromol/l. In addition, a vitros amon result of 124.0 micromol/l was obtained from the vitros liquid performance verifier I control fluid versus the expected value of 48.1 micromol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).